Event description:
It was reported that a malfunction alarm occurred, identified by the code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump and assisted with the reset. After the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arose, which the customer acknowledged and understood.